Event description:
It was reported that the outer sleeve of two screw inserters fractured during surgery. Threads from one of the outer sleeves cannot be found.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned instruments confirmed that the reported event. The threaded end of the two outer sleeves are fractured at the tip. A section of the broken tip is stuck on the screw head along with the attached shaft. All four items were received with the complaint. The manufacturing records for the outer sleeves were reviewed found to have no dimensional, functional or material anomalies in the documentation. The probable underlying root cause for the reported event is excessive torque forces during usage or handling of the instruments. Under those conditions, the shaft thread would be the region of the instrument with the smallest cross-sectional area and more prone to breakage.

Manufacturer narrative:
This is 1 of 3 mdrs involved in the same event. Please see MDR numbers: 2242816-2012-00028, 2242816-2012-00029, 2242816-2012-00030. Per the instructions for use, "possible adverse effects" include bending, fracture, loosening or migration of the implant pain, discomfort, or abnormal sensations due to presence of the implant.